Event description:
The patient was raking leaves when he received an appropriate shock which converted the arrhythmia. He accidently hit his device very hard with the rake. Several minutes after an egm was stored indicating ventricular noise, and an alert of output circuit damage was given. The ICD was explanted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the ICD identified high voltage output circuitry damage due to lead arcing to the ICD can. Stored egms showed noise consistent with lead damage.